Manufacturer narrative:
One ionicrf¿ generator was received into the lab for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. All the mounting hardware was secured. Normal wear was observed on the exterior chassis. Ac power was applied to the ionicrf generator and the system successfully executed the power on self-test (post) with no faults detected. All modes were examined in this investigation. Functional testing was performed in lesion mode upon which all ports functioned as anticipated. No hardware anomalies were detected in this investigation. Review of system log files provided inconclusive data as no anomalies were found for the reported event date. The reported event was unable to be confirmed through product testing in the lab. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event citing a grounding pad detached error message could not be conclusively determined as the returned generator functioned as anticipated throughout investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the procedure, there was a grounding pad detached error message that could not be resolved and resulted in the procedure being cancelled. Despite using different grounding pads, restarting the generator, and disconnecting and reconnecting the probes, the issue remained. There were no adverse consequences to the patient.